Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced pump stops on (B)(6) 2020. A short to shield was suspected. According to the medical professional, the patient is a palliative patient who refuses any further surgery. An ungrounded cable was requested and received on (B)(6) 2020. The patient was then discharged on (B)(6) 2020.

Manufacturer narrative:
Sections d4-expiration date, h4: additional information. Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed low speed operation events and pump stops; however, a direct cause for the reported event could not be conclusively determined through this evaluation as no product was returned for analysis. The submitted log file contained data from (B)(6) 2020. The log file captured low speed operation or pump stoppages on (B)(6) 2020, and on the evening of (B)(6) 2020 through the morning of (B)(6) 2020. The patient was connected to a power module during all abnormal pump operation. Based on previous complaint experience, the atypical pump behavior captured within the log files could be indicative of a potential driveline issue. The patient remains ongoing on vad support with no further related issues reported. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 08dec2014. The heartmate ii instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. These documents also contain information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.